Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. When the device is received, a quality investigation will be performed and a f/u report will be filed.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no delay, and the procedure was successfully completed as planned.